Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Enhance baseplate inserter rod and glenosphere inserter no longer mating. The threads may be stripped or cross threaded. Happened with 2 different inserter rods and gleno inserter tips. Case delayed as we had to open another instrument tray.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, it was reported that inhance baseplate inserter rod and glenosphere inserter no longer mating. The threads may be stripped or cross threaded. Happened with 2 different inserter rods and gleno inserter tips. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the threaded tip of the rod was stripped from the tip. Additionally, it was tested with the mating device returned to determine the functionality of the part; as a result, it was difficult to assemble. Therefore, the allegation can be confirmed potential cause can be attributed to unintended use error, this type of damage is likely due to repeated slightly off-axis assembly or impacting the device before the threaded tip is fully seated. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would contribute to the device issue. There is no indication that a design or manufacturing issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.